Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a type b aortic dissection. It was reported that during the index procedure the valiant captivia stent graft could not be deployed when in the arch, distal to the left subclavian artery. The handle of the delivery system rotated one-third and the graft cover would not move. The valiant captivia was not implanted. When the delivery system was removed from the body and the handle rotated, the outer sheath could move. There was no visible damage noted to the delivery system or device packaging prior to unboxing and the deployment steps were followed per the instructions for use (IFU). The stent deployment was attempted via the left and right common iliac artery. During deployment attempt, no part of the stent graft become exposed from the graft cover. Per the physician the cause of the deployment failure was not specified. It was noted that blood vessels in the abdomen may be tortuous. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
E corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.